Event description:
A hill-rom technical service rep discovered while performing preventive maintenance, that the siderail would not latch. He installed the versacare siderail inline spring kit, and the siderails functioned as designed.